Event description:
At 1188 days post-procedure, an intervention was performed to treat aneurysm growth due to what was thought to be a type ii endoleak. During the procedure the endoleak was found to be at the junction between the left renal stent and left renal fenestration. Angioplasty was performed and an icast stent was placed in the left renal artery. The intervention was successful. The site revised its assessment from a type ii endoleak to a proximal type I endoleak on (B)(6) 2016.

Manufacturer narrative:
The device was not evaluated because it was not returned to manufacturer. The work order record for batch ac885364 was reviewed and appeared complete and correct, and review of the complaint device's photos taken during manufacture concluded that the endovascular graft was manufactured as per specification. The IFU states that life-long, regular follow-up is required for patients to assess their health and the performance of their endovascular graft; that at minimum, annual imaging is required; and lists endoleak as a potential adverse event. The information and imaging present were reviewed, and it was confirmed that there was an endoleak at the junction of the left renal artery and the left renal fenestration. It was concluded that the endoleak was most likely caused by technical difficulty in flaring / sizing / positioning the first renal stent. An adequate seal was not achieved, resulting in the endoleak. There does not appear to be any device non-conformance that contributed to the complaint. (B)(4). Appropriate personnel will continue to monitor for similar events.

Event description:
On 1188 days post-procedure, an intervention was performed to treat aneurysm growth due to what was thought to be a type ii endoleak. During the procedure the endoleak was found to be at the junction between the left renal stent and left renal fenestration. Angioplasty was performed and an icast stent was placed in the left renal artery. The intervention was successful. The site revised its assessment from a type ii endoleak to a proximal type I endoleak on (B)(6) 2016.